Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the display went off with a beep sound while connected to the patient. The hospital engineer also confirmed the same issue. The machine is connected to the main power and the battery is 80% charged. But we are checking the same machine in our workshop, we couldn't find any problem with the machine. It is an intermittent issue. It seems power supply problem where +5 v / +12 v missing causing alarm board to produce monotone alarm". Further information states that the pump was swapped out for another pump and that no medical intervention was needed. The patient condition is reported as "good".

Manufacturer narrative:
(B)(4). The reported complaint of "no pumping and the display became blank" is confirmed based on the video provided by the customer. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the piezo alarm and blank screen. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the display went off with a beep sound while connected to the patient. The hospital engineer also confirmed the same issue. The machine is connected to the main power and the battery is 80% charged. But we are checking the same machine in our workshop, we couldn't find any problem with the machine. It is an intermittent issue. It seems power supply problem where +5 v / +12 v missing causing alarm board to produce monotone alarm". Further information states that the pump was swapped out for another pump and that no medical intervention was needed. The patient condition is reported as "good".